Manufacturer narrative:
Findings: the insulin pump was not received in stuck manufacturing mode the unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error detected alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The unit was received cracked retainer, fading serial number label, minor scratched display window and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that issues had returned three days after internal battery re-start and now again had to change battery once a day again. Customer's blood glucose value was 7.5mmol/l. Insulin pump will be returned for analysis.